Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the initial cuff was placed trans corporal and day later they could not get the catheter out as the artificial urinary sphincter (aus) device and the swelling made it hard to remove. The catheter was removed under general anesthesia on aug 15th. A cystoscopy was performed and everything looked fine, however, the patient was still experiencing urinary retention on aug 16th and it was believed that the cuff was too tight. An aus revision surgery was performed in which the cuff was upsized and a sp tube was inserted to drain the bladder. The patient is expected to fully recover.